Event description:
It was reported air embolism occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 20 mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The was trusteer sheath and versacross connect dilator were used to gain left atrium (la) access via standard transseptal puncture (tsp). The dilator was removed and pigtail catheter introduced. Pigtail catheter advanced into laa, and angiogram taken. The was trusteer sheath was advanced into optimal position for device deployment. A 20 mm wds was prepped via manifold with pressure bag of heparinized saline. The wds introduced into laa via standard method (unsheathing flx ball, placement of device and unsheathing device for full deployment). After completely unsheathing the closure device, the device was evaluated via transesophageal echocardiography (tee). At this time a bright, radiolucency was observed near the right coronary cusp of the aortic valve. While the anesthesiologist was further examining this, it was noted the patient was bradycardic around 40-50 bpm and pressures were reduced. Pericardial effusion was checked for via tee, and nothing was observed. Medication was administered to assist with heart rate and blood pressure control. Around this time st segment elevations were noted on echocardiogram (EKG) and the staff took measure to address this. It was determined that the abnormality on echo was air. It was noted that the pressurized saline bag had run out of fluid and the flush to the device was not turned off after insertion of the wds into the was. Shortly after the st segment elevations were noted, the patient went into ventricular tachycardia and shocks were administered. The cath lab team was called to the ep lab to do a coronary angiogram. Additional support from the cath lab and eventually the code team arrived to assist. Cardiopulmonary resuscitation (CPR) was started after the patient went into asystole. Angiogram was performed and appeared to demonstrate 'marbling' of the right coronary artery showing pockets of air throughout. The team attempted to address this. CPR was continued for some time and eventually a team arrived and placed extracorporeal membrane oxygenation (ECMO) cannulas to start the patient on ECMO. The physicians spoke to the family and returned to inform that the family agreed that taking the patient to the intensive care unit (ICU) on ECMO would be just delaying the inevitable, so the decision was made to clean up the patient so the family and religious team could visit, and then ECMO would be discontinued. The patient died upon termination of ECMO. It is believed that the air was introduced due to the flush bag running out of fluid and the flush connection to the device still being open.

Event description:
It was reported air embolism occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 20 mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The was trusteer sheath and versacross connect dilator were used to gain left atrium (la) access via standard transseptal puncture (tsp). The dilator was removed and pigtail catheter introduced. Pigtail catheter advanced into laa, and angiogram taken. The was trusteer sheath was advanced into optimal position for device deployment. A 20mm wds was prepped via manifold with pressure bag of heparinized saline. The wds introduced into laa via standard method (unsheathing flx ball, placement of device and unsheathing device for full deployment). After completely unsheathing the closure device, the device was evaluated via transesophageal echocardiography (tee). At this time a bright, radiolucency was observed near the right coronary cusp of the aortic valve. While the anesthesiologist was further examining this, it was noted the patient was bradycardic around 40-50 bpm and pressures were reduced. Pericardial effusion was checked for via tee, and nothing was observed. Medication was administered to assist with heart rate and blood pressure control. Around this time st segment elevations were noted on echocardiogram (EKG) and the staff took measure to address this. It was determined that the abnormality on echo was air. It was noted that the pressurized saline bag had run out of fluid and the flush to the device was not turned off after insertion of the wds into the was. Shortly after the st segment elevations were noted, the patient went into ventricular tachycardia and shocks were administered. The cath lab team was called to the ep lab to do a coronary angiogram. Additional support from the cath lab and eventually the code team arrived to assist. Cardiopulmonary resuscitation (CPR) was started after the patient went into asystole. Angiogram was performed and appeared to demonstrate 'marbling' of the right coronary artery showing pockets of air throughout. The team attempted to address this. CPR was continued for some time and eventually a team arrived and placed extracorporeal membrane oxygenation (ECMO) cannulas to start the patient on ECMO. The physicians spoke to the family and returned to inform that the family agreed that taking the patient to the intensive care unit (ICU) on ECMO would be just delaying the inevitable, so the decision was made to clean up the patient so the family and religious team could visit, and then ECMO would be discontinued. The patient died upon termination of ECMO. It is believed that the air was introduced due to the flush bag running out of fluid and the flush connection to the device still being open.

Manufacturer narrative:
H7: corrected from no remedial action applies to other, product advisory. H9: added 97423085-fa. Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.